Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to lose or protruded drive support disk. Unable to perform prime, compromised force enhance sensor system test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. Customer¿s blood glucose level was 384 mg/dl. Customer reported that they were able to clear the alarm and was able to rewind the insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.